Event description:
Boston scientific crm received information that this device declared end of life (eol) due to long charge times during middle of life.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.